Event description:
It was reported the device was dropped, the plastic case was broken, and during routine testing a "rattling" sound was heard inside. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is out of specification (damaged printed circuit board). Upper and lower cases, two side bail covers, and battery drawer are broken. Battery contacts are compressed. Battery release, lead flex cover, and heart lead flex are contaminated.